Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while stapling the stomach, the stapler was unable to fire even when the green button was pressed and handle was squeezed, wherein the staple reload did not close properly to allow firing. A new reload was used in order to resolve the issue. No patient injury.